Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the patients right atrial (ra) lead was found to be undersensing and exhibiting high thresholds. The lead was removed and replaced. It was noted the patient had significant blood pressure drop after a femoral venous sheath was pulled just prior to the change in the function of the ra lead. Post-op echo and x-ray were performed. Patient was stable after procedure with no apparent distress or complications. No patient complications have been reported as a result of this event.